Event description:
Medical affairs spoke to patient who mentioned getting low readings on the meter. Patient was experiencing symptoms of high sugar. Patient obtained a low blood glucose reading of 12 and 14mg/dl and pt took glucose after obtaining the readings. Family member called paramedics. Paramedics took patient to the hospital without checking their blood sugar. Patient's blood glucose in the hospital was in the 400's. Patient does not recall exact reading, since incident happened four months ago. Patient was treated with three bags of IV and was in the e.r. Over night. Customer service found out that patient's test strips were expired. Patient is on a set amount of insulin. Patient had been getting low readings for the past two months prior to the incident. Customer service sent patient replacement products. This is a case of use error resulting in serious injury.